Event description:
It was reported that these products did not pass the inspection for (B)(4).

Manufacturer narrative:
Additional information lot # pp12. Device manufacture date for lot # pp12: (B)(6) 1999. A supplemental report will be submitted upon completion of the investigation. This is the same event as (B)(4).